Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a reported depth of 7/10 mm with mild paravalvular leak (pvl) identified. A 26 mm non-medtronic balloon was prepped and inserted through a 16 french non-medtronic sheath. The patient was paced at 180-200 beats per minute (bpm). The balloon did not capture and moved in a sawing motion in the valve, lodging against the side of the valve. After successfully performing a second inflation, a transverse jet was identified across the leaflet level of the valve and appeared as moderate aortic insufficiency. Subsequently, a second transcatheter bioprosthetic valve was deployed inside of the first valve at the same depth. After the valve was released, the transverse jet was gone and trace-mild pvl remained. Hemodynamics were good. No adverse patient effects were reported.